Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this pacemaker device had reported two syncopal events. The device was not able to be interrogated. Upon review, one of the syncopal events was correlated to asystole as seen on the electrogram (egm) during interrogation. It was also noted that the device exhibited pacing inhibition. Subsequently this device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.